Manufacturer narrative:
A ge service representative to perform an onsite investigation. The system was currently in clinical use and unable to be evaluated. No conclusion can be drawn as system analysis or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.